Event description:
The report rec'd via the super sl study indicated that the pt experienced peripheral embolization at the time two smart control 7 x 100 stents were placed in the left sfa of the pt in 2006. This peripheral embolization was noted to be the result of fresh thrombus, which embolized to the left distal posterior tibial artery. Thrombolysis was performed and the issue was resolved. The severity was noted as moderate. Additional procedural details from the implant procedure are not available. The products were unavailable for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, in this case there are pt, vessel, procedural and possible pharmacological factors that may have contributed to this event.